Event description:
The customer reported that the unit failed to recognized the pads adapter cable. There was not pt involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.